Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported symptom is: downstream occlusion error. A "downstream occlusion!" Alarm occurred during incoming testing, however a false alarm was not reproduced during evaluation. The pump was able to run an infusion without occurrence of a false downstream occlusion and the downstream sensor was found within specification. No correction is required. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms. The device history record review did not identify any issues during manufacturing of the device that may be related to the current complaint. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion error. The event occurred during preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.